Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was low on insulin before the customer went to sleep. The customer woke up and an empty cartridge alarm had occurred. The customer stated the low insulin alert and alarms occurred; however, the customer reported being a heavy sleeper and slept through all the alarms. The customer's blood glucose (bg) level was 1400 mg/dl. The customer went to the emergency room and was then hospitalized. Reportedly, the customer vomited. The customer was treated with intravenous insulin as well as fluids and the customer was released from the hospital on (B)(6) 2017.